Event description:
A peritoneal dialysis (pd) patient reported being hospitalized (date not provided) and diagnosed with peritonitis. Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient was sent to the emergency room where a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unavailable), however shortly after starting antibiotics the patient¿s pd catheter (not a fresenius product) stopped working. While hospitalized the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is unknown, however the pdrn stated the patient¿s antibiotic regimen will be completed intravenously (IV). The patient was transitioned to hd temporarily while her abdomen heals, and will return to ccpd therapy as she does not like incenter hd. The patient was discharged home on (B)(6) 2024 in stable condition. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by drain complications, abdominal pain, and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, and the temporary transition of modality to incenter hd. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized (date not provided) and diagnosed with peritonitis. Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient was sent to the emergency room where a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unavailable), however shortly after starting antibiotics the patient¿s pd catheter (not a fresenius product) stopped working. While hospitalized the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is unknown, however the pdrn stated the patient¿s antibiotic regimen will be completed intravenously (IV). The patient was transitioned to hd temporarily while her abdomen heals, and will return to ccpd therapy as she does not like incenter hd. The patient was discharged home on (B)(6) 2024 in stable condition. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Balloon valve test passed. As a received 2hr 8000ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized (date not provided) and diagnosed with peritonitis. Additionally, it was reported the patient¿s pd catheter (not a fresenius product) was removed. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient was sent to the emergency room where a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drug, dose, duration, frequency unavailable), however shortly after starting antibiotics the patient¿s pd catheter (not a fresenius product) stopped working. While hospitalized the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is unknown, however the pdrn stated the patient¿s antibiotic regimen will be completed intravenously (IV). The patient was transitioned to hd temporarily while her abdomen heals and will return to ccpd therapy as she does not like incenter hd. The patient was discharged home on (B)(6) 2024 in stable condition. The pdrn reported the cause of the patient¿s peritonitis remains unknown; however, there was no concern a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events.